Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer experienced an error while interrogating a device and shut down. These programmer software was reloaded and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer experienced an error while interrogating a device and shut down. The programmer was returned for service and testing and calibration. No patient complications have been reported as a result of this event.